Event description:
Patient reported that the v-go has fallen off about 3-4 times since she's started therapy on (B)(6) 2020. Patient stated that when she was at work one day, she felt the needle sticking her and when she went to the bathroom to check on the v-go, it fell off. Patient stated that she is a correctional officer and not sure if it fell because she was being patted down or not.

Manufacturer narrative:
The device was returned and evaluated. The device evaluation results are as follows: the device fall of complaint could not be confirmed. This cannot be evaluated during the investigation process.